Manufacturer narrative:
A ge service representative performed an onsite investigation. The corrupt patient data was evaluated and purged from the system. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to intermittently save and recall patient image data. No patient serious injury or death was reported related to this event.